Manufacturer narrative:
Based on the information provided, no conclusions can be made. The surgeon reports that she does not feel the implant was the cause of the patient¿s condition. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Infection and seroma are known inherent risks of surgery/use of the device. The adverse reaction section of the instructions-for-use (IFU), supplied with the device identifies infection and seroma as possible complications. The warnings section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". Not returned - remains implanted.

Event description:
As reported, the patient underwent incarcerated hernia repair with phasix flat mesh on (B)(6) 2023. Postoperatively, the patient developed a seroma. It was reported that the patient had been treated with a silverlon dressing that was left inside the wound, became infected causing purulent drainage. On (B)(6) 2023, patient underwent an additional medical intervention during which the silverlon dressing was removed, the wound was closed, and a drain and wound vac were placed. The surgeon reports the phasix flat mesh was starting to incorporate; however, she did notice a corner of it folded which she trimmed. The surgeon reports the patients wbc improved and was discharged home with the antibiotic augmentin. Surgeon reported she did not feel that the phasix flat mesh was the cause of the patient¿s condition.